Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer¿s blood glucose level was 400 mg/dl and 40 mg/dl. Customers current blood glucose is 138 mg/dl. Customer¿s other blood glucose is 57 mg/dl. The customer did experienced the symptoms such as nausea. Customer was treated low blood glucose by food. Based on customer report customer does not allege pump was over delivering the customer was treated with glucose. Troubleshooting was done for low blood glucose and over delivery. Troubleshooting was done for high blood glucose and under delivery. Customer states that they were not using auto mode feature. Customer¿s mother declined to troubleshoot for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.